Event description:
It was reported that the event occurred while in the operating room right after insertion of the intra-aortic balloon (iab) through the teflon sheath. Pumping could not be initiated. The user suspected the iab could be the cause of the pumping failure. As a result, the user removed the iab and teflon sheath together and switched out the pump (s/n (B)(4)). During the removal of the iab "the iab got caught by the tip of the teflon sheath and the iab was torn or ruptured. A new iab was inserted through the new teflon sheath via the same insertion site (left femoral artery) successfully and they were able to finish intra-aortic balloon pump (iabp) therapy as planned. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy just long enough to remove and insert the new iab. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.